Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed that the tubing was under inserted into the lower part of the clearlink y connector. The reported condition was verified. The cause of the condition was human-production explained by an operator error that did not follow the assembly instructions. Retention samples were visually and functionally tested and no issues were identified that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked between the lower part of the clearlink and the tube during testing. There was no patient involvement. No additional information is available.